Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of a type 3b endoleak of the main body, a ruptured aorta, aneurysm enlargement and surgical conversion (explant). Additionally clinical was able to find substantial evidence to support the following additional findings of a type 3a endoleak with complete separation and the patient having the following conditions of pain, hemorrhagic shock, abnormal blood loss (2.5 liters), acute respiratory failure, acute kidney injury and encephalopathy. The most likely cause of the loss of seal was related to the prior type 3a endoleak with complete device separation. The most likely cause of the compromised stent graft integrity of the main body stent was related to the use of strata graft material. The final patient disposition could not be ascertained, but was reported to be doing well with no additional negative patient sequelae reported. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on (B)(6) 2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2012, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2015, the patient was treated for a type 3a endoleak with complete device separation. The physician implanted an infrarenal and suprarenal extensions to correct the endoleak. Patient was reported as fine post proced6ure. On (B)(6) 2017, the devices were explanted due to a rupture possibly caused by a 3b endoleak with sac growth. The patient was reported as doing well and there have been no additional patient sequelae reported.